Event description:
After pre-use a check out of the device, it was placed at the pt bedside waiting for the pt to arrive. The device bgan to alarm and then the display went blank and a continuous power loss alarm was noted. The device was removed from use.